Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2018, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the data synchronization and maintenance was stopped. A technical support specialist dialed into the station and found device was on critical override, it was confirmed that no critical override schedule was configured on the server. The time zone, date, and time were checked and no issues were found. Log review indicated that required services were stopped, while internet protocol connectivity testing was successful. The data synchronization and maintenance services were identified as stopped and were restarted. The station was then rebooted, after which the co icon and disconnected mode icon were cleared. A login test was performed successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was on critical override failure. The customer stated that they tried to reboot and recover but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.